Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified left anterior descending coronary artery that is 100% stenosed. A 3.50x28mm xience sierra drug-eluting stent (des) was implanted, however, a dissection was noted. A 3.0x38mm xience sierra des was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.